Manufacturer narrative:
This report is being submitted per FDA request.

Event description:
Valeritas called the patient to discuss her insurance results. The patient was not feeling well and mentioned her blood sugar level was still 600. The patient was advised to contact her doctor for medical advise and offered to transfer the call. The patient mentioned she wanted to terminate the call to drive herself to the hospital. Valeritas left a message for the doctor about this event. Despite several attempts, no more information was made available.